Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. The system operates as intended.